Event description:
The customer was hospitalized for high blood glucose. It was mentioned that the customer had an infection. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test was completed and passed. Instructed customer to call back to perform the high-pressure test when clamp arrives.